Event description:
I received breast implants in 2004. Over the last 10 years or more, I have been having all kinds of unexplained illnesses/issues. I recently found that there is such a thing as breast implant illness. I am experiencing over 30 of the symptoms contributed to bii. There currently is no test available for this illness. Allergies, insomnia, headaches, fatigue, brain fog, depression, anxiety, mood swings, memory loss, difficulty concentrating, difficulty swallowing, dry / watery eyes, dry hair, neck pain, breast pain, chest pain, heart palpitations, high heart rate, high blood pressure, acid reflux, muscle aches, joint stiffness, nausea, constipation, irregular menstrual cycle (prior to hysterectomy), early menopause, strong body odor, increase in freckles/moles, takes longer to heal, weakness in hands/fingers, low libido, hashimoto's, swelling, yeast infections, easy bruising, weight gain, shortness of breath / unable to do high impact exercise. FDA safety report ID# (B)(4).